Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of abscess, infection, swelling, and when sent for an MRI the patient had to be admitted to the emergency room and required sedation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible injection site responses post injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Postmarket surveillance: juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported.

Event description:
Healthcare professional reported over three weeks after injection in the nasolabial folds and marionette lines with one syringe juvéderm vollure¿ xc the patient came into the office with an abscess in their right cheek/perioral and swelling. The patient admitted to having dental work done two weeks before the adverse event developed. The patient was sent to have an MRI and was admitted to the emergency room and required sedation. The patient was given keflex as treatment. Surgery was performed to remove the abscess. The doctor used alcohol to sterilize the area prior to injection and noted having previously "done thousands of injections without infection." It is unknown if symptoms have resolved. Patient was concomitantly injected with restylane silk.